Event description:
It was reported that the plate didn't slide on the screw. There was only one (1) screw involved in this incident. Surgery was completed successfully. Patient outcome is reported as fine.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Part: 02.224.224s, lot: l200509. Manufacturing site: (B)(4). Release to warehouse date: december 09, 2016; expiry date: december 01, 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during fracture reduction for a left pertrochanteric fracture on (B)(6) 2019, the dynamic hip system (dhs) plate would not slide in the screw. Another device was used to complete the procedure. There was an unknown surgical delay. There was no impact to the patient. This report is for a 135 degree locking compression plate (lcp) dhs plate. This is report 1 of 2 for (B)(4).